Event description:
Patient reported rupture against right side device. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported, rupture against right side device. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken assessed, as an unidentified (tear) opening (shell thickness whiting to spec). Additional observations: no other observations observed. No further actions are required, as the device was implanted.

Event description:
Patient reported, rupture against right side device. Device has been explanted and replaced.